Manufacturer narrative:
D10 concomitant products: unknown parietex, unknown parietex product (lot#:unknown) nadine van veenendaal, marijn poelman, jan apers, huib cense, hermien schreurs, eric sonneveld, susanne van der velde, jaap bonjer, the inch-trial: a multicenter randomized controlled trial comparing short- and long-term outcomes of open and laparoscopic surgery for incisional hernia repair surgical endoscopy (2023) 37:9147¿9158 https://doi.org/10.1007/s00464-023-10446-7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study compared the short- and long-term outcomes of open and laparoscopic for incisional hernia repair between 2012 and 2017. There were 44 patients in the laparoscopic group and 44 patients in the open group. A composite mesh was used in one laparoscopic repair. Postoperative complications in all patients included hematoma, seroma, sepsis and hernia recurrence. Reoperation and ICU admission were required to treat sepsis. Hematoma and seroma were mild complications. Treatment for hernia recurrence was not specified. Other complications that were not related to the device included pneumonia, ileus, wound infection, wound dehiscence, superficial infection and heart disease.